Manufacturer narrative:
B2: no adverse event occurred; therefore, no outcomes attributed to adverse event should be blank. Selection made by mistake. Submission tool did not allow the field to be unselected. B3: the event date is approximate. D4: the device serial number were not provided. H4: manufacture date not provided. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Event description:
It was reported that a philips sonicare 4100 series powered toothbrush melted while charging and caused redness in hand when consumer touched powered toothbrush. The consumer confirmed that no medical attention was required and the redness resolved within a day. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.